Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The manufacturer became aware of adverse events from the national joint replacement registry of the australian orthopedic association. The report is associated with the remotion system, within that report, 3 post-operative complications/ revisions were reported, which occurred in 2008, 2009 and 2013. The reason for revision were loosening (1 case), implant breakage wrist plate (1 case) and infection (1 case). A review of the complaint handling database revealed that the events have not been reported previously to stryker, therefore 3 complaints were initiated retrospectively. This product inquiry addresses revision surgery due to implant breakage wrist plate.